Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies to address the issue. . Reportedly, the customer went to the emergency room (ER) with a blood glucose (bg) level in the 500's and moderate to high ketones. Customer attempted to address the elevated blood glucose level by delivering a correction bolus via the pump. Customer was treated with intravenous fluids of saline and potassium, which resolved the issue, and the customer was released the same day with no permanent damage. Ultimately, the customer reverted to an alternate form of insulin therapy.